Manufacturer narrative:
We are in the process of investigating this device. When our investigation has been completed, a f/u report will be submitted. (B)(4).

Event description:
Preliminary investigation of a catheter returned due to reported occlusion, revealed a broken fluid lumen and leaking at the handle.